Manufacturer narrative:
Suspect pump was returned for evaluation. Inspection of the event history log for the day of (B)(6) 2015 showed that the reservoir volume was set to 1000 ml with a continuous rate of 200.0 ml/hr and delivery was started at 14:43 hours. The pump was stopped at 14:49 hours after two "high pressure" events. Delivery was again started at 15:04 hours and was stopped after 13 minutes at 15:17 hours. The pump was powered down at 16:38 hours. A total of 61.6 ml were given. Pump was visually inspected and tested for any signs of function and/or pressure failure. Pump was found to operate as intended with no functional issues observed. Investigation did not confirm any product fault with the returned pump.

Event description:
According to reporter, pump was set for hydration therapy with sodium chloride 1000ml + 40meq/l kcl. Infusion was set to deliver over 5 hours at a rate of 200ml/hour via listed pump, three times per week as directed. According to reporter, patient died while pump was in use. Reporter stated the cause of death to be unknown. Patient was reported to have had seizures just before death. Patient was reported to have a long and complex medical history. No other information was provided involving this event.